Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had insulin flow blocked alarm. The customer¿s blood glucose was unknown at the time of the incident. Customer stated the insulin exit. Customer stated the insulin did not coming out when priming. The customer was advised that the insulin pump needed to be replaced and to revert to the backup plan per health care professional instructions. Troubleshooting was performed. The insulin pump will be returned for analysis.